Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿redness and swelling," ¿persistent nodular, red areas,¿ ¿migrating swelling of the face beyond the areas of injection," ¿nodular mass," ¿inflammatory nodular response to the filler," ¿prominent, palpable nodules,¿ and "purulent material from each nodule" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 4. Warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. 5. Precautions ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. 6. Adverse events table 1 and 2. Injection site responses by maximum severity and duration in > 5% of subjects after initial treatment. Possible treatment site responses include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching and discoloration. C. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported that a patient was injected with 0.85 cc in both nasolabial folds and in the upper lip and vermillion border. The symptoms of redness, swelling, and migrating swelling of the face beyond the areas of injection first appeared 8 days after the dermal filler injection, but the office was not notified until 3 weeks after the dermal filler injection. Healthcare professional commented, ¿on examination, [the patient] is in no acute distress. There is an oval nodular mass present at the midpoint of the left nasolabial fold with erythema. There is a nodular mass at the right alar crease without erythema. There is an oval nodule mass present at the right nasolabial fold with slight erythema. No mass-effect at the vertical lip line or the glabellar area which are other sites injected.¿ the same day symptoms were reported, the patient was treated with augmentin 500 mg po tid x7 days, percutaneous aspiration, and hylenex . Three cc per treated site. Healthcare professional commented that ¿after sterile prep, each area is punctured with 18-gauge needle. No significant material was able to be aspirated. On digital compression, purulent material is expressed from each nodule with the left nasolabial fold, allowing for larger quantity of material for culture and sensitivity. The patient will continue the oral antibiotic and will follow up in 48 hours for hylenex.¿ also commented was, ¿the patient returns for reevaluation 48 hours following percutaneous drainage of inflammatory nodules secondary to filler. The patient continues on the oral antibiotics. [The patient] states that the areas have continued to improve, however there are still prominent, palpable nodules present. On examination, there is less erythema noted at each of the 3 sites previously observed." Possible need for additional incision and drainage as well as the ongoing use of the oral antibiotics were discussed. Possible use of oral steroids is also reviewed. Symptoms are ongoing.